Manufacturer narrative:
Device investigation: results: the catheter shows a kink 12.5 cm distal to the hub/shaft joint and a break 25.0 cm distal to the hub/shaft joint. The break surface is rough and shows evidence of stretching. The proximal end of the catheter is attached to the distal section by the structural support wires. The catheter is non-functional. Conclusion code: the catheter was either improperly irrigated before removal from the hoop or bent too sharply during removal from the hoop.

Event description:
The physician flushed the penumbra system reperfusion catheter 054 and tried to pull it out. He observed that the catheter was broken.